Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she did not believe that the insulin pump delivered the full amount of insulin; she thought that she only received half doses. She reported that the insulin pump alarmed no delivery. She stated that, on one night, she slept fine, but on other nights, she would wake up thrice in a night with high blood glucose. She noted that she had been hospitalized with diabetic ketoacidosis four weeks prior due to discontinuing insulin pump therapy. The customer's blood glucose was over 600 mg/dl. She complained nausea, vomiting, abdominal pain, difficulty breathing, and anxiety. She treated with manual injection and the insulin pump. She also reported that she was taken to the emergency room by emergency medical services with 1 percent diabetic ketoacidosis while off the device. She was unable to complete the trouble procedure; the call was disconnected. Her most recent blood glucose was 138 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-55935.